Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. On (B)(6) 2022, the patient reported that the infusion set's tubing was detached from quick release while patient was not doing any activity. The site location was patient's thigh, and the pump was located on the on the side where the infusion set was. The infusion had been used for the first day. Reportedly, the infusion sets were stored in the closet within air-conditioned room. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 97 mg/dl. No further information was available.

Event description:
On 20-feb-2023 ss: follow up information was submitted to update the awareness date and the result of complaint investigation of the returned used device (1 set) showed that all click-legs of tubing connector deformed making it impossible to keep the connection from the tubing connector to the cannula base piece during static pull. Based on the result: medical device problem code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number: (B)(4). Event occurred in the united states. On (B)(6) 2022, the patient reported that the infusion set's tubing was detached from quick release while patient was not doing any activity. The site location was patient's thigh, and the pump was located on the on the side where the infusion set was. The infusion had been used for the first day. Reportedly, the infusion sets were stored in the closet within air-conditioned room. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 97 mg/dl. No further information was available.